Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was 30.0 mmol/l. The customer stated that they received multiple failed battery tests after a battery change. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised to store the batteries at room temperature. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer stated that they noticed the failed battery test when the pump was not delivering insulin at all yesterday. The customer also stated that there is a small crack in the battery threads. The customer will be sent a replacement pump.